Manufacturer narrative:
The reported event of noise, low lead impedance, and insulation abrasion was confirmed. Visual inspection of the lead portion found external insulation abrasion breaching the right ventricular cable lumen, the non-functioning cable lumen, and the inner coil lumen consistent with friction to the device can. The ptfe liner on the inner coil and the etfe coating on one right ventricular cable were damaged within this region. The cause of the reported events was due to the external abrasion which is consistent with friction to the device can.

Event description:
During follow-up, noise and low impedance were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The portion of the rv lead with the insulation abrasion was cut and explanted. The remainder of the rv lead was capped and a new rv lead was implanted. The patient was stable following the procedure and there were no adverse consequences.